Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: age and weight of the female patient is unknown. It was reported to boston scientific that while using a hydrothermablator procedure set during an hta procedure, the patient experienced a burn (degree unknown) of the exterior portion of the cervix. The system noted a 10cc fluid loss at 6cc per minute, 2 min & 45 seconds into the ablation procedure. The burn occurred after the fluid loss while the doctor was readjusting the tenaculum. The physician applied silvadene and lidocaine based gel. Patient was also given touradol. The patient was reported as "fine" at the follow up appointment.